Event description:
A malfunction was reported on the pump, indicated by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. The customer had not encountered any issues prior to the malfunction and had not reported or reset the pump in the previous 24 hours. Technical support provided information on how to reset the pump and assisted the customer in resetting it. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact technical support if any future codes appeared.